Event description:
Reportable based on device analysis completed on 18-jan-2022. It was reported that crossing difficulties were encountered. The 80% stenosed, chronically totally occluded target lesion was located in the moderately tortuous left circumflex (lcx) artery. Following pre-dilatation with a balloon catheter, a 24 x 2.75 promus premier select drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
A promus premier select ous mr 24 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage, with stent struts bunched in a distal direction. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.